Manufacturer narrative:
The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse suggested to check the gas delivery system and data acquisition module. Dispatched an authorized service provider (asp) for evaluation and repair. A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept service and repair, and no work order was generated. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting a pressure sensor zero adjustment failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse suggested to check the gas delivery system and data acquisition module,. Dispatched an authorized service provider (asp) for evaluation and repair. The investigation is ongoing.

Manufacturer narrative:
H10: e1- no. (B)(6).